Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v004129, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy stopped working all of a sudden a few days prior to the report. They stated that their stimulation gave them an odd shock that didn't feel right, and then turned off. The patient then turned their stimulation back on, but the stimulation only ran for about 5 seconds, and then ¿it was weird for a second and then nothing.¿ they note that their stimulation is not doing anything currently. The patient mentioned that in may, they fell backwards and landed on their legs and buttock. At the time of the report, the patient turned on their stimulation, and experienced overstimulation that hurt. The patient was able to decrease their stimulation, but it felt jerky and was in the patient¿s ¿private area¿, which it wasn't before. They patient then leaded back, and stated their stimulation turned off. They noted that normally they feel overstimulation when they lean back, but this time the stimulation shut off. The patient mentioned that they had to decrease their pain medications due to current drug regulations, and has bad arthritis in their knees, which is not related to their device or therapy. The patient was to follow up with their healthcare provider to have their device interrogated. The patient called back and stated that their implantable neurostimulator (ins) had been acting funny, and was not quite right. They noted that it felt like the electrode is in a different place that normal. The patient mentioned again that they fell back in (B)(6) 2016, but had not had any trouble with their device until about (B)(6) 2017. The patient was re-directed to their healthcare provider. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.